Manufacturer narrative:
An actual device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional testing were performed and it was determined that there were broken occlude feet. The event damaged was verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned transfer set device, a baxter technician determined the device was damaged when the occluder feet were found to be broken. There was no patient injury or medical intervention associated with this event. No additional information is available.